Manufacturer narrative:
During evaluation the following observations were made (2 devices were returned). First device; 1. The complaint is confirmed; tip is broken off of one of the devices; 2. Device is bent; 3. There are drill marks from where the device was chucked. On the second device; 1. Proximal end is broken off about 2 inches from the end; 2. It is extremely bent; 3. There are drill marks from where the device was chucked. The condition of the device is consistent with excessive forces being placed on the device during use. (B)(4)

Event description:
First 2.4 passing pin drill tip bent and broke at the proximal end; as surgeon could not use it a 2nd 2.4 passing pin was opened. The 2nd pin broke distally with the drill end being unretrievable and had to remain in the patient. A 3rd passing pin was opened to complete the acl.